Manufacturer narrative:
Pending investigation. D10: serial number, item number, and full description. (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10. (B)(6) 320-02-42 - rs expanded glenosphere 42mm, +4mm offset.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2019. The patient presented on (B)(6) 2019 and infection. The patient was revised on (B)(6) 2019. The case report form indicates that this event is possibly related to device, possibly related to procedure. Outcome: resolved on (B)(6) 2019.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1/d2a/d2b, d4, d6b, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection/instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.